Manufacturer narrative:
Other text: h2: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involvement or interruption of therapy.

Manufacturer narrative:
Other text: device evaluation: the device was returned for investigation. The smiths label is intact. No disposable alarm messages were found in the pump's event history logs after disposable attached. A functional test and visual inspection were performed, and the reported failure was not replicated. One possible, but unconfirmed, problem source could be fluid ingression identified on the pump by the chassis base of downstream occlusion sensor. The root cause of the reported problem cannot be established. Downstream occlusion sensor and yellowish upstream occlusion sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarm sounds without batteries. It is unknown if there was any patient, or clinician injury associated with this occurrence.